Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had low blood glucose. Customer reported their blood glucose level was 47 mg/dl at the time of the incident. Customer also brought up the fact they were traveling and had some things happen with the pump. Daughter had a low of 47mg/dl when traveling and a high of almost 400 mg/dl. She declined trouble shooting for the high blood glucose. Product will not be returned for analysis.